Event description:
It was reported that the patient was admitted on (B)(6) 2022 due to a syncopal episode secondary to hypotension where white blood cells were elevated and glucose was 248. The patient was put on an insulin drip. The cardiovascular intensive care unit (cicu) team noticed that the patient's speed was at 5100 rpm for "minutes" when set speed was 5400 rpm. The vad coordinator stated this was likely due to continuous pulsatility index (pi) events. Log file review captured multiple sustained and unsustained low flow alarms with high pi on (B)(6) 2022 from 12:17 to 15:02. Most of the low flow events were unsustained. Persistent pi events were captured on (B)(6) 2022 from 16:45 to 17:12 at the end of the log. Additionally, the pi was not low at many points but the ventricular assist device (vad) stayed at the low speed limit of 5000 and bounced between 5100 at many times. The patient was hemodynamically stable with map (mean arterial pressure) of 69-95 mmhg during this the patient had a left pleural effusion. On (B)(6) 2022 pan cultures were done during a thoracentesis and a pigtail pleurex drain was placed in interventional radiology. On (B)(6) 2022 the pleural effusion was called a hemothorax. On (B)(6) 2022 there was no growth to date from all cultures. On (B)(6) 2022 acute blood loss anemia secondary to hemothorax was noted. The hemothorax resolved and the patient was discharged on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had purulent drainage from the driveline and no cultures were obtained. Cultures from the chest fluid/ tissue were negative. The infection was treated with a 7 day prophylactic course of ciproflaxin and doxycycline for the driveline exit site. The patient was lightheaded during the low flow alarms and the cause was determined to be hypovolemia. The alarms resolved by evacuation of the pleural fluid and holding entresto.

Manufacturer narrative:
Related: MFR # 2916596-2023-00049. Manufacturer's investigation conclusion: a specific cause for the reported infection could not conclusively be determined. Additionally, direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively established through this evaluation. It was reported the patient was admitted for non-ventricular assist device (vad) issues, and the team noticed the pump speed was staying below the set speed for minutes, likely due to continuous pulsatility index (pi) events. The submitted controller event log file captured transient low flow alarms on 05dec2022, as well as several pi events that filled the majority of the log file. The file was otherwise unremarkable, and the system appeared to operate as intended with speed remaining at or above the low speed limit throughout the duration of the file. Of note, the heartmate 3 employs a feature called artificial pulse that causes the pump to deviate 2000 revolutions per minute above and below the set speed, or potentially the low speed limit during a pi event, in order to contribute a flow disruption that in some ways mimics native cardiac contractility. This artificial pulse ¿beats¿ 30 times per minute, asynchronously with the heart. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas instructions for use (IFU) lists bleeding and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, this document outlines the recommended anticoagulation regimen for patients using the device as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. The IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and notes that changes in patient conditions can result in low flow. The IFU and the patient handbook also describe all alarm conditions, as well as the appropriate actions associated with them. Furthermore, the IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rotations per minute (rpm) per second to the fixed speed setpoint. If another pi event is detected, the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. The IFU also explains that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value in order to contribute a flow disruption that in some ways mimics native cardiac contractility. This artificial pulse ¿beats¿ 30 times per minute, asynchronously with the heart. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of this IFU lists infection and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." The heartmate 3 lvas patient handbook also contains information about caring for the driveline and preventing infection. Section 1 of the IFU also addresses all pump parameters, including pump flow and pulsatility index (pi). Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 1 of the IFU explains that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value in order to contribute a flow disruption that in some ways mimics native cardiac contractility. This artificial pulse ¿beats¿ 30 times per minute, asynchronously with the heart. Sections 1 and 4 of the IFU also state that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. If another pi event is detected, the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. The drop in speed can be accompanied by a reduced pump flow. Additionally, there are no audible alarms with a pi event. Section 4 further states, ¿pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed¿. Section 6 of the IFU (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 also lists hypovolemia as a potential late postimplant complication. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, including the low flow alarm, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.